Manufacturer narrative:
The voluntary user medwatch number is mw5082893. The device is not expected to be returned to evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx curved single system device was implanted during a transobturator tape procedure performed on (B)(6) 2007. According to the complainant, three months after the device was implanted, the patient was hospitalized with deep vein thrombosis that turned into bilateral pulmonary embolism and she nearly died. Reportedly, for ten years, the patient manifested chronic health issues including immune problems, pelvic and abdominal pain, and irritable bowel syndrome. Additionally, the patient underwent many tests which indicated her symptoms were related to her body's immune response to the mesh and the mesh had been shrinking and tightening. On (B)(6) 2018, the mesh was partially removed from the patient. She reports she now has almost complete incontinence and anticipates needing additional surgeries in the future. The patient reportedly still suffers daily. She reports she had not been offered a native tissue repair and instead "got plastic through [her] obturator nerves".

Manufacturer narrative:
Additional contacts: patient's lawyers: (B)(6). The device was implanted at: (B)(6). Patient codes 2371, 1750, 1994, 2120, 1498, 2654, 2348, 1907, and 3191 capture the reportable events of physical impairment, mesh erosion, pain, recurrent urinary tract infections, pulmonary embolism, thromboembolism, irritable bowel syndrome, hypersensitivity, and surgical interventions. The voluntary user medwatch number is mw5082893. The device is not expected to be returned to evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx curved single system device was implanted during a transobturator tape procedure performed on (B)(6) 2007. According to the complainant, three months after the device was implanted, the patient was hospitalized with deep vein thrombosis that turned into bilateral pulmonary embolism and she nearly died. Reportedly, for ten years, the patient manifested chronic health issues including inflammation, recurrent urinary tract infections, immune problems, pelvic and abdominal pain, dyspareunia, nerve injuries including injury to obturator and pudendal nerves, and irritable bowel syndrome. Additionally, she claims to have suffered physical impairment, and emotional distress as a result of the implantation. The patient underwent many tests which indicated her symptoms were related to her body's immune response to the mesh and the mesh had been shrinking and tightening. On (B)(6) 2018, the mesh was partially removed from the patient. She reports she now has almost complete incontinence and anticipates needing additional surgeries in the future. The patient is still receiving treatment but reportedly still suffers daily and is too sick to work. She has chronic fatigue and rashes that never go away. She also feels like her teeth are "rotting out of her head" and she never had issues before the implant. Regarding the procedure performed, she reports she had not been offered a native tissue repair and instead "got plastic through [her] obturator nerves".

Manufacturer narrative:
Patient codes 1750, 1994, 1498, 2654, 2348, 1907, 1930, and 1849 capture the reportable events of mesh erosion, pain, pulmonary embolism, thromboembolism, irritable bowel syndrome, hypersensitivity, and infections. The voluntary user medwatch number is mw5082893. The device is not expected to be returned to evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx curved single system device was implanted during a transobturator tape procedure performed on (B)(6) 2007. According to the complainant, three months after the device was implanted, the patient was hospitalized with deep vein thrombosis that turned into bilateral pulmonary embolism and she nearly died. Reportedly, for ten years, the patient manifested chronic health issues including infections, immune problems, pelvic and abdominal pain, and irritable bowel syndrome. Additionally, the patient underwent many tests which indicated her symptoms were related to her body's immune response to the mesh and the mesh had been shrinking and tightening. On (B)(6) 2018, the mesh was partially removed from the patient. She reports she now has almost complete incontinence and anticipates needing additional surgeries in the future. The patient reportedly still suffers daily and is too sick to work. She has chronic fatigue and rashes that never go away. She also feels like her teeth are "rotting out of her head" and she never had issues before the implant. Regarding the procedure performed, she reports she had not been offered a native tissue repair and instead "got plastic through [her] obturator nerves".

Event description:
It was reported to boston scientific corporation that an obtryx curved single system device was implanted during a transobturator tape procedure performed on (B)(6) 2007. According to the complainant, three months after the device was implanted, the patient was hospitalized with deep vein thrombosis that turned into bilateral pulmonary embolism and she nearly died. Reportedly, for ten years, the patient manifested chronic health issues including infections, immune problems, pelvic and abdominal pain, and irritable bowel syndrome. Additionally, the patient underwent many tests which indicated her symptoms were related to her body's immune response to the mesh and the mesh had been shrinking and tightening. On (B)(6) 2018, the mesh was partially removed from the patient. She reports she now has almost complete incontinence and anticipates needing additional surgeries in the future. The patient reportedly still suffers daily and is too sick to work. She reports she had not been offered a native tissue repair and instead "got plastic through [her] obturator nerves".

Manufacturer narrative:
F10 and h6: patient codes 1750, 1994, 1498, 2654, 2348, 1907 and 1930 capture the reportable events of mesh erosion, pain, pulmonary embolism, thromboembolism, irritable bowel syndrome, hypersensitivity and infections. H6: conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. H10: the voluntary user medwatch number is mw5082893. H10: the device is not expected to be returned to evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information to blocks a2: date of birth, b2: outcomes attrib to adv event, b5, e1: physician, and h6: patient codes. Block e1: additional contacts: patient's lawyers: (B)(6). (B)(6). The device was implanted at: (B)(6). Dr. (B)(6). Dr. (B)(6). Dr. (B)(6). (B)(6). Block h6: patient codes e2006, e050303, e050304, e0123, e2330, e1405, e1310, e0402, e2101, e2326, and e2401 capture the reportable events of erosion, pulmonary embolism, nerve damage, pain (pelvic pain), dyspareunia, urinary tract infection (uti), hypersensitivity, allergic reaction (foreign body reaction), adhesions (tight band), inflammation (chronic inflammation), injury, nos (not otherwise specified) to capture irritable bowel syndrome respectively. Impact codes f1202, f19, f1903, and f22 capture the reportable events of disability (physical impairment), surgical interventions, device explantation (sling removal) and unexpected diagnostic intervention (cystoscopy). Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the voluntary user medwatch number is (B)(4). Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx curved single system device was implanted during a transobturator tape procedure performed on (B)(6), 2007. According to the complainant, three months after the device was implanted, the patient was hospitalized with deep vein thrombosis that turned into bilateral pulmonary embolism and she nearly died. Reportedly, for ten years, the patient manifested chronic health issues including inflammation, recurrent urinary tract infections, immune problems, pelvic and abdominal pain, dyspareunia, nerve injuries including injury to obturator and pudendal nerves, and irritable bowel syndrome. Additionally, she claims to have suffered physical impairment, and emotional distress as a result of the implantation. The patient underwent many tests which indicated her symptoms were related to her body's immune response to the mesh and the mesh had been shrinking and tightening. On (B)(6), 2018, the mesh was partially removed from the patient. She reports she now has almost complete incontinence and anticipates needing additional surgeries in the future. The patient is still receiving treatment but reportedly still suffers daily and is too sick to work. She has chronic fatigue and rashes that never go away. She also feels like her teeth are "rotting out of her head" and she never had issues before the implant. Regarding the procedure performed, she reports she had not been offered a native tissue repair and instead "got plastic through [her] obturator nerves". Additional information received on 20jan2022. The obtryx curved single system device was implanted during a placement of an obtryx transobturator sling and cystoscopy procedure for the treatment of stress incontinence. On (B)(6), 2018, the patient had undergone a removal of sling and cystoscopy procedure for her pelvic pain, recurrent urinary tract infections (utls), and complications of mesh (sling). It was observed that there was a sling at the bladder neck and it was very tight with visible kinking urethra, however, it was flat. Moreover, the cystoscopy findings was normal. The sling was palpable, consistent with the preoperative exam. Moreover, 0.25% marcaine with epinephrine was used for hydrodissection, and a vertical midline incision was made along the periurethral vaginal epithelium where her prior incision was. The vaginal epithelium was then carefully dissected free until the level of the sling was reached. The mesh was clearly visible, and was carefully dissected freely of the underlying fibromuscular tissue and transected it at the level of the obturators bilaterally. There was no mesh palpable at this point, and the tight band/bunching that was previously noted was no longer present. At this time, the surgical site was irrigated, surgicel sno was placed in the tunnels to ensure hemostasis, and the skin was closed with 3-0 vicryl. In addition, a cystoscopy was performed to the patient with a 21-french 30-degree cystoscope being inserted into the bladder. The bladder was filled with 300ml of sterile saline. Reportedly, systematic exam from bladder base to bladder dome, and urethrovesical junction revealed the above findings. Post vaginal mesh removal, the patient mentioned that she was experiencing chronic inflammation with foreign body reaction, and complication of implanted genitourinary mesh.

Event description:
It was reported to boston scientific corporation that an obtryx curved single system device was implanted during a transobturator tape procedure performed on (B)(6), 2007. According to the complainant, three months after the device was implanted, the patient was hospitalized with deep vein thrombosis that turned into bilateral pulmonary embolism and she nearly died. Reportedly, for ten years, the patient manifested chronic health issues including inflammation, recurrent urinary tract infections, immune problems, pelvic and abdominal pain, dyspareunia, nerve injuries including injury to obturator and pudendal nerves, and irritable bowel syndrome. Additionally, she claims to have suffered physical impairment, and emotional distress as a result of the implantation. The patient underwent many tests which indicated her symptoms were related to her body's immune response to the mesh and the mesh had been shrinking and tightening. On december 21, 2018, the mesh was partially removed from the patient. She reports she now has almost complete incontinence and anticipates needing additional surgeries in the future. The patient is still receiving treatment but reportedly still suffers daily and is too sick to work. She has chronic fatigue and rashes that never go away. She also feels like her teeth are "rotting out of her head" and she never had issues before the implant. Regarding the procedure performed, she reports she had not been offered a native tissue repair and instead "got plastic through [her] obturator nerves". ***additional information received on 20jan2022*** the obtryx curved single system device was implanted during a placement of an obtryx transobturator sling and cystoscopy procedure for the treatment of stress incontinence. On (B)(6) 2018, the patient had undergone a removal of sling and cystoscopy procedure for her pelvic pain, recurrent urinary tract infections (utls), and complications of mesh (sling). It was observed that there was a sling at the bladder neck and it was very tight with visible kinking urethra, however, it was flat. Moreover, the cystoscopy findings was normal. The sling was palpable, consistent with the preoperative exam. Moreover, 0.25% marcaine with epinephrine was used for hydrodissection, and a vertical midline incision was made along the periurethral vaginal epithelium where her prior incision was. The vaginal epithelium was then carefully dissected free until the level of the sling was reached. The mesh was clearly visible, and was carefully dissected freely of the underlying fibromuscular tissue and transected it at the level of the obturators bilaterally. There was no mesh palpable at this point, and the tight band/bunching that was previously noted was no longer present. At this time, the surgical site was irrigated, surgicel sno was placed in the tunnels to ensure hemostasis, and the skin was closed with 3-0 vicryl. In addition, a cystoscopy was performed to the patient with a 21-french 30-degree cystoscope being inserted into the bladder. The bladder was filled with 300ml of sterile saline. Reportedly, systematic exam from bladder base to bladder dome, and urethrovesical junction revealed the above findings. Surgical pathology of the excised mesh/tissue showed chronic inflammation with foreign body reaction.

Manufacturer narrative:
Correction to blocks b5 and h6: patient codes. Block e1: additional contacts: (B)(6). The device was implanted at: (B)(6). Block h6: patient codes e2006, e0503, e050304, e1715, e2330, e0123, e0402, e2326, e2101, e1310, e1405, and e2401 capture the reportable events of erosion, pulmonary embolism, thrombosis, scar tissue (mesh shrinkage), nerve damage, pain (pelvic pain), hypersensitivity, allergic reaction (foreign body reaction), inflammation (chronic inflammation), adhesions (tight band), urinary tract infection (uti), dyspareunia, and injury, nos (not otherwise specified) to capture irritable bowel syndrome respectively. Impact codes f1202, f19, f1903, and f22 capture the reportable events of disability (physical impairment), surgical interventions, device explantation (sling removal) and unexpected diagnostic intervention (cystoscopy). Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the voluntary user medwatch number is mw5082893. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e1: additional contacts: patient's lawyers: (B)(6). Tel #: (B)(6). Fax #: (B)(6). The device was implanted at: (B)(6) medical center - (B)(6). Dr. (B)(6) (surgeon) dr. (B)(6) (assistant). (B)(6), do (anesthesiologist). Dr. (B)(6) (physician). (B)(6). Block h6: patient codes e2006, e0503, e050304, e1715, e2330, e0123, e0402, e2326, e2101, e1310, e1405, and e2401 capture the reportable events of erosion, pulmonary embolism, thrombosis, scar tissue (mesh shrinkage), nerve damage, pain (pelvic pain), hypersensitivity, allergic reaction (foreign body reaction), inflammation (chronic inflammation), adhesions (tight band), urinary tract infection (uti), dyspareunia, and injury, nos (not otherwise specified) to capture irritable bowel syndrome respectively. Impact codes f1202, f19, f1903, f22 and f2303 capture the reportable events of disability (physical impairment), surgical interventions, device explantation (sling removal), unexpected diagnostic intervention (cystoscopy) and medications. Block h10: the voluntary user medwatch number is mw5082893. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx curved single system device was implanted during a transobturator tape procedure performed on (B)(6) 2007. According to the complainant, three months after the device was implanted, the patient was hospitalized with deep vein thrombosis that turned into bilateral pulmonary embolism and she nearly died. Reportedly, for ten years, the patient manifested chronic health issues including inflammation, recurrent urinary tract infections, immune problems, pelvic and abdominal pain, dyspareunia, nerve injuries including injury to obturator and pudendal nerves, and irritable bowel syndrome. Additionally, she claims to have suffered physical impairment, and emotional distress as a result of the implantation. The patient underwent many tests which indicated her symptoms were related to her body's immune response to the mesh and the mesh had been shrinking and tightening. On (B)(6) 2018, the mesh was partially removed from the patient. She reports she now has almost complete incontinence and anticipates needing additional surgeries in the future. The patient is still receiving treatment but reportedly still suffers daily and is too sick to work. She has chronic fatigue and rashes that never go away. She also feels like her teeth are "rotting out of her head" and she never had issues before the implant. Regarding the procedure performed, she reports she had not been offered a native tissue repair and instead "got plastic through [her] obturator nerves". Additional information received on 20jan2022: the obtryx curved single system device was implanted during a placement of an obtryx transobturator sling and cystoscopy procedure for the treatment of stress incontinence. On (B)(6) 2018, the patient had undergone a removal of sling and cystoscopy procedure for her pelvic pain, recurrent urinary tract infections (utls), and complications of mesh (sling). It was observed that there was a sling at the bladder neck and it was very tight with visible kinking urethra, however, it was flat. Moreover, the cystoscopy findings was normal. The sling was palpable, consistent with the preoperative exam. Moreover, 0.25% marcaine with epinephrine was used for hydrodissection, and a vertical midline incision was made along the periurethral vaginal epithelium where her prior incision was. The vaginal epithelium was then carefully dissected free until the level of the sling was reached. The mesh was clearly visible, and was carefully dissected freely of the underlying fibromuscular tissue and transected it at the level of the obturators bilaterally. There was no mesh palpable at this point, and the tight band/bunching that was previously noted was no longer present. At this time, the surgical site was irrigated, surgicel sno was placed in the tunnels to ensure hemostasis, and the skin was closed with 3-0 vicryl. In addition, a cystoscopy was performed to the patient with a 21-french 30-degree cystoscope being inserted into the bladder. The bladder was filled with 300ml of sterile saline. Reportedly, systematic exam from bladder base to bladder dome, and urethrovesical junction revealed the above findings. Surgical pathology of the excised mesh/tissue showed chronic inflammation with foreign body reaction. Additional information received on july 15, 2022: on (B)(6) 2022, the patient presented to the clinic with complaints of neck pain radiating to hands, lumbar back pain radiating to bilateral legs, and bilateral pelvic pain, worse on the left. She used a heating pad and wrapped it around the affected area. She reported a sensation of a thick rope wrapped around the inner thigh, and pain radiates to the vaginal canal. She desired for a pudendal nerve injection for chronic pain after mesh complications. Aggravating factors identifiable by the patient are sitting, walking, or standing for a prolonged time. Alleviating factors identifiable by the patient are using a heating pad and wrapping. She reported trying to lose weight; however, she cannot exercise more than she gets at work. In (B)(6) 2020, the patient had full mesh removal (bilateral mesh resection) after the partial removal in 2018. It was noted that the patient had been diagnosed with rheumatoid arthritis and lupus "in the past," follows up with a rheumatologist for those conditions, and uses methotrexate and plaquenil which help. Medications: currently on celebrex, methotrexate, plaquenil, and warfarin. Occasionally takes tramadol uses voltaren gel. Taking medications as prescribed. No side effects. No abuse noted. Increase activities of daily living with lower pain scale with pain medications. Wishes to avoid taking gabapentin and lyrica. Pain score: 5. Comment: 5-10. Pain location: pelvis. Comment: pelvic, neck- hands-lumbar- bilateral legs. Review of systems: gastrointestinal: negative for abdominal pain, constipation, diarrhea, nausea, vomiting. Genitourinary: negative for difficulty urinating, dysuria, frequency. Neurological: positive for pudendal neuralgia. Diagnoses and all orders for this visit: 1. Chronic pain syndrome. 2. Pudendal neuralgia. 3. Erosion of transobturator mid-urethral sling, sequela. Ambulatory referral to pain medicine. 4. Anticoagulant long-term use. Orders/plans: options were discussed during the visit including fluoroscopic guided pudendal nerve block. Right pudendal nerve block was ordered. Recommended getting only medtronic stimulator if she wishes to go for it in the future, given she is on warfarin. The patient was scheduled for a follow-up visit and to return sooner if needed.

Event description:
It was reported to boston scientific corporation that an obtryx curved single system device was implanted during a transobturator tape procedure performed on (B)(6) 2007. According to the complainant, three months after the device was implanted, the patient was hospitalized with deep vein thrombosis that turned into bilateral pulmonary embolism and she nearly died. Reportedly, for ten years, the patient manifested chronic health issues including inflammation, recurrent urinary tract infections, immune problems, pelvic and abdominal pain, dyspareunia, nerve injuries including injury to obturator and pudendal nerves, and irritable bowel syndrome. Additionally, she claims to have suffered physical impairment, and emotional distress as a result of the implantation. The patient underwent many tests which indicated her symptoms were related to her body's immune response to the mesh and the mesh had been shrinking and tightening. On (B)(6) 2018, the mesh was partially removed from the patient. She reports she now has almost complete incontinence and anticipates needing additional surgeries in the future. The patient is still receiving treatment but reportedly still suffers daily and is too sick to work. She has chronic fatigue and rashes that never go away. She also feels like her teeth are "rotting out of her head" and she never had issues before the implant. Regarding the procedure performed, she reports she had not been offered a native tissue repair and instead "got plastic through [her] obturator nerves". Additional information received on 20jan2022. The obtryx curved single system device was implanted during a placement of an obtryx transobturator sling and cystoscopy procedure for the treatment of stress incontinence. On (B)(6) 2018, the patient had undergone a removal of sling and cystoscopy procedure for her pelvic pain, recurrent urinary tract infections (utls), and complications of mesh (sling). It was observed that there was a sling at the bladder neck and it was very tight with visible kinking urethra, however, it was flat. Moreover, the cystoscopy findings was normal. The sling was palpable, consistent with the preoperative exam. Moreover, 0.25% marcaine with epinephrine was used for hydrodissection, and a vertical midline incision was made along the periurethral vaginal epithelium where her prior incision was. The vaginal epithelium was then carefully dissected free until the level of the sling was reached. The mesh was clearly visible, and was carefully dissected freely of the underlying fibromuscular tissue and transected it at the level of the obturators bilaterally. There was no mesh palpable at this point, and the tight band/bunching that was previously noted was no longer present. At this time, the surgical site was irrigated, surgicel sno was placed in the tunnels to ensure hemostasis, and the skin was closed with 3-0 vicryl. In addition, a cystoscopy was performed to the patient with a 21-french 30-degree cystoscope being inserted into the bladder. The bladder was filled with 300ml of sterile saline. Reportedly, systematic exam from bladder base to bladder dome, and urethrovesical junction revealed the above findings. Surgical pathology of the excised mesh/tissue showed chronic inflammation with foreign body reaction. Additional information received on july 15, 2022. On (B)(6) 2022, the patient presented to the clinic with complaints of neck pain radiating to hands, lumbar back pain radiating to bilateral legs, and bilateral pelvic pain, worse on the left. She used a heating pad and wrapped it around the affected area. She reported a sensation of a thick rope wrapped around the inner thigh, and pain radiates to the vaginal canal. She desired for a pudendal nerve injection for chronic pain after mesh complications. Aggravating factors identifiable by the patient are sitting, walking, or standing for a prolonged time. Alleviating factors identifiable by the patient are using a heating pad and wrapping. She reported trying to lose weight; however, she cannot exercise more than she gets at work. In (B)(6) 2020, the patient had full mesh removal (bilateral mesh resection) after the partial removal in 2018. It was noted that the patient had been diagnosed with rheumatoid arthritis and lupus "in the past," follows up with a rheumatologist for those conditions, and uses methotrexate and plaquenil which help. Medications: currently on celebrex, methotrexate, plaquenil, and warfarin. Occasionally takes tramadol uses voltaren gel. Taking medications as prescribed. No side effects. No abuse noted. Increase activities of daily living with lower pain scale with pain medications. Wishes to avoid taking gabapentin and lyrica. Pain score: 5 comment: 5-10 pain location: pelvis comment: pelvic, neck- hands-lumbar- bilateral legs. Review of systems: - gastrointestinal: negative for abdominal pain, constipation, diarrhea, nausea, vomiting. - genitourinary: negative for difficulty urinating, dysuria, frequency. - neurological: positive for pudendal neuralgia. Diagnoses and all orders for this visit: 1. Chronic pain syndrome. 2. Pudendal neuralgia. 3. Erosion of transobturator mid-urethral sling, sequela. Ambulatory referral to pain medicine. 4. Anticoagulant long-term use. Orders/plans: - options were discussed during the visit including fluoroscopic guided pudendal nerve block. Right pudendal nerve block was ordered. - recommended getting only medtronic stimulator if she wishes to go for it in the future, given she is on warfarin. - the patient was scheduled for a follow-up visit and to return sooner if needed. Additional information received on september 27, 2022. On (B)(6) 2020, the patient presented for mesh problems. She reported the following problems: leakage with cough, laugh and sneeze; urinary urgency; urge incontinence; urinary frequency and nocturia (4x/night); chronic constipation; and leakage of gas. She added that her stress incontinence was more bothersome. She was not sexually active due to leakage and dyspareunia with insertion. She reported getting frequent utis in 2018 and continues to have two to three utis per year. Review of systems: gi: abdominal pain, constipation, flatulence, heartburn gu: incomplete emptying, nocturia (frequency: 4x), stress incontinence, urge incontinence, urgency, urinary frequency reproductive: dyspareunia, history of abnormal pap smear physical exam: gu: pain under the urethra, vaginal pain assessment/plan: 1. Other mechanical complication of other prosthetic devices, implants and grafts of genital tract, initial encounter. Plan: - transition to lovenox prior to surgery. - removal of the obtryx sling mesh, paravaginal dissection, urethral lysis and anterior colporrhaphy. The patient was extensively counseled that even with removal of her mesh that she might continue to have pain and there was no guarantee that she would be pain free or even improved from the pain. She was also counseled that she would not undergo reconstruction with this surgery as this would be only to remove the mesh. Also discussed that after partial removals, it can be difficult to find the mesh and it was a possibility that the mesh might not be found. 2. Pelvic and perineal pain 3. Pain in left thigh 4. Pain in right thigh 5. Superficial (introital) dyspareunia. On (B)(6) 2020, the patient presented for a follow-up on her mesh problems. Review of systems: gi: positive abdominal pain, constipation, flatulence, heartburn gu: positive incomplete emptying, nocturia (frequency: 4x), stress incontinence, urge incontinence, urgency, urinary frequency reproductive: dyspareunia, history of abnormal pap smear. Physical exam: gu: pain under the urethra, vaginal pain on (B)(6) 2020, the patient presented for her removal of the obtryx vaginal sling, removal of vulvar mesh with exploration of the obturator space, urethral lysis, vaginal paravaginal, dissection and mesh removal from the deep obturator internus muscles, and anterior colporrhaphy procedure. During the surgery, scarring was noted from previous surgery, and dissection was required to remove the mesh from the right groin that was very deeply implanted and adherent to the pubic bone. The entire obtryx sling was removed. The procedure was completed with no patient complications. The patient was advised to minimize activity for first week: ambulate in house and minimal lifting/bending/squatting. Preoperative diagnoses included vaginal pain, pain during sexual activity, muscular groin and leg pain, and foreign material in the vagina. Along with the mentioned diagnoses, postoperative diagnoses noted urethral scarring. On (B)(6) 2020, the patient presented for a surgical follow-up. During the visit, it was noted that the patient appeared to be in good health and had no complaints. She denied any urinary leakage and her tissues had recovered. On (B)(6) 2022, the patient underwent transvaginal hysterectomy, right salpingectomy, sling urethropexy, enterocele repair, cystocele repair, rectocele repair, anterior colporrhaphy, posterior colporrhaphy, colpoperineorrhaphy and suprapubic tube procedure. No mesh was used in this surgery. The patient tolerated the procedure well and was transferred to the recovery room in excellent condition. Pre and postoperative diagnoses included uterine bleeding, uterine prolapse, genuine stress urinary incontinence, enterocele, cystocele, rectocele and absent perineum.

Manufacturer narrative:
Additional information: blocks b5, b7, h6: patient and impact codes block e1: (B)(6). The device was implanted at: (B)(6) medical center . Dr. (B)(6) (surgeon) dr. (B)(6)(assistant) (B)(6), do (anesthesiologist) dr. (B)(6)(physician), (B)(6), block h6: the following patient codes capture the events below: e1715 - scar tissue e1309 - urinary retention e0123 - nerve damage e1310 - urinary tract infection e2326 - chronic inflammation e050303 - pulmonary embolism e2401 - irritable bowel syndrome e0506 - uterine bleeding e2006 - erosion e050304 - thrombosis e2101 - mesh adherent to the pubic bone e2330 - pain e0402 - foreign body reaction e1405 - dyspareunia. The following impact codes capture the events below: f19 - surgical interventions f1903 - complete mesh removal f2303 - partial removal of mesh f1202 - physical impairment. Block h10: the voluntary user medwatch number is mw5082893.

Manufacturer narrative:
Blocks b5, h6: patient codes and h6: impact codes have been updated based on the additional information received on july 19, 2023. Block h11: correction to blocks a2: date of birth, b5, e1: initial reporter city and g2. Block b5: corrected the previously reported event date for transvaginal hysterectomy, right salpingectomy, sling urethropexy, enterocele repair, cystocele repair, rectocele repair, anterior colporrhaphy, posterior colporrhaphy, colpoperineorrhaphy and suprapubic tube procedure from may "34, 2022" to may 24, 2022. Block e1: additional contacts: patient's lawyers: (B)(6). The device was implanted at: (B)(6) medical center. Block h6: the following patient codes capture the events below: e1715 - scar tissue, e1309 - urinary retention, e0123 - nerve damage, e1310 - urinary tract infection, e2326 - chronic inflammation, e050303 - pulmonary embolism, e2401 - irritable bowel syndrome, e0506 - uterine bleeding, e2006 - erosion, e050304 - thrombosis, e2101 - mesh adherent to the pubic bone, e2330 - pain, e0402 - foreign body reaction, e1405 - dyspareunia, e1401 - vaginal discharge, e1302 - hematuria, e1301 - painful urination. The following impact codes capture the events below: f19 - surgical interventions, f1903 - complete mesh removal, f2303 - partial removal of mesh, f1202 - physical impairment. Block h10: the voluntary user medwatch number is mw5082893.

Event description:
It was reported to boston scientific corporation that an obtryx curved single system device was implanted during a transobturator tape procedure performed on (B)(6), 2007. According to the complainant, three months after the device was implanted, the patient was hospitalized with deep vein thrombosis that turned into bilateral pulmonary embolism and she nearly died. Reportedly, for ten years, the patient manifested chronic health issues including inflammation, recurrent urinary tract infections, immune problems, pelvic and abdominal pain, dyspareunia, nerve injuries including injury to obturator and pudendal nerves, and irritable bowel syndrome. Additionally, she claims to have suffered physical impairment, and emotional distress as a result of the implantation. The patient underwent many tests which indicated her symptoms were related to her body's immune response to the mesh and the mesh had been shrinking and tightening. On (B)(6), 2018, the mesh was partially removed from the patient. She reports she now has almost complete incontinence and anticipates needing additional surgeries in the future. The patient is still receiving treatment but reportedly still suffers daily and is too sick to work. She has chronic fatigue and rashes that never go away. She also feels like her teeth are "rotting out of her head" and she never had issues before the implant. Regarding the procedure performed, she reports she had not been offered a native tissue repair and instead "got plastic through [her] obturator nerves". Additional information received on 20jan2022: the obtryx curved single system device was implanted during a placement of an obtryx transobturator sling and cystoscopy procedure for the treatment of stress incontinence. On (B)(6), 2018, the patient had undergone a removal of sling and cystoscopy procedure for her pelvic pain, recurrent urinary tract infections (utls), and complications of mesh (sling). It was observed that there was a sling at the bladder neck and it was very tight with visible kinking urethra, however, it was flat. Moreover, the cystoscopy findings was normal. The sling was palpable, consistent with the preoperative exam. Moreover, 0.25% marcaine with epinephrine was used for hydrodissection, and a vertical midline incision was made along the periurethral vaginal epithelium where her prior incision was. The vaginal epithelium was then carefully dissected free until the level of the sling was reached. The mesh was clearly visible, and was carefully dissected freely of the underlying fibromuscular tissue and transected it at the level of the obturators bilaterally. There was no mesh palpable at this point, and the tight band/bunching that was previously noted was no longer present. At this time, the surgical site was irrigated, surgicel sno was placed in the tunnels to ensure hemostasis, and the skin was closed with 3-0 vicryl. In addition, a cystoscopy was performed to the patient with a 21-french 30-degree cystoscope being inserted into the bladder. The bladder was filled with 300ml of sterile saline. Reportedly, systematic exam from bladder base to bladder dome, and urethrovesical junction revealed the above findings. Surgical pathology of the excised mesh/tissue showed chronic inflammation with foreign body reaction. Additional information received on july 15, 2022: on (B)(6), 2022, the patient presented to the clinic with complaints of neck pain radiating to hands, lumbar back pain radiating to bilateral legs, and bilateral pelvic pain, worse on the left. She used a heating pad and wrapped it around the affected area. She reported a sensation of a thick rope wrapped around the inner thigh, and pain radiates to the vaginal canal. She desired for a pudendal nerve injection for chronic pain after mesh complications. Aggravating factors identifiable by the patient are sitting, walking, or standing for a prolonged time. Alleviating factors identifiable by the patient are using a heating pad and wrapping. She reported trying to lose weight; however, she cannot exercise more than she gets at work. In (B)(6) 2020, the patient had full mesh removal (bilateral mesh resection) after the partial removal in 2018. It was noted that the patient had been diagnosed with rheumatoid arthritis and lupus "in the past," follows up with a rheumatologist for those conditions, and uses methotrexate and plaquenil which help. Medications: currently on celebrex, methotrexate, plaquenil, and warfarin. Occasionally takes tramadol uses voltaren gel. Taking medications as prescribed. No side effects. No abuse noted. Increase activities of daily living with lower pain scale with pain medications. Wishes to avoid taking gabapentin and lyrica. Pain score: 5, comment: 5-10, pain location: pelvis, comment: pelvic, neck- hands-lumbar- bilateral legs. Review of systems: - gastrointestinal: negative for abdominal pain, constipation, diarrhea, nausea, vomiting. - genitourinary: negative for difficulty urinating, dysuria, frequency. - neurological: positive for pudendal neuralgia diagnoses and all orders for this visit: 1. Chronic pain syndrome. 2. Pudendal neuralgia. 3. Erosion of transobturator mid-urethral sling, sequela. Ambulatory referral to pain medicine. 4. Anticoagulant long-term use. Orders/plans: - options were discussed during the visit including fluoroscopic guided pudendal nerve block. Right pudendal nerve block was ordered. - recommended getting only medtronic stimulator if she wishes to go for it in the future, given she is on warfarin. - the patient was scheduled for a follow-up visit and to return sooner if needed. Additional information received on september 27, 2022: on (B)(6), 2020, the patient presented for mesh problems. She reported the following problems: leakage with cough, laugh and sneeze; urinary urgency; urge incontinence; urinary frequency and nocturia (4x/night); chronic constipation; and leakage of gas. She added that her stress incontinence was more bothersome. She was not sexually active due to leakage and dyspareunia with insertion. She reported getting frequent utis in 2018 and continues to have two to three utis per year. Review of systems: gi: abdominal pain, constipation, flatulence, heartburn. Gu: incomplete emptying, nocturia (frequency: 4x), stress incontinence, urge incontinence, urgency, urinary frequency. Reproductive: dyspareunia, history of abnormal pap smear. Physical exam: gu: pain under the urethra, vaginal pain. Assessment/plan: 1. Other mechanical complication of other prosthetic devices, implants and grafts of genital tract, initial encounter. Plan: - transition to lovenox prior to surgery. - removal of the obtryx sling mesh, paravaginal dissection, urethral lysis and anterior colporrhaphy. The patient was extensively counseled that even with removal of her mesh that she might continue to have pain and there was no guarantee that she would be pain free or even improved from the pain. She was also counseled that she would not undergo reconstruction with this surgery as this would be only to remove the mesh. Also discussed that after partial removals, it can be difficult to find the mesh and it was a possibility that the mesh might not be found. 2. Pelvic and perineal pain. 3. Pain in left thigh. 4. Pain in right thigh. 5. Superficial (introital) dyspareunia. On (B)(6), 2020, the patient presented for a follow-up on her mesh problems. Review of systems: gi: positive abdominal pain, constipation, flatulence, heartburn gu: positive incomplete emptying, nocturia (frequency: 4x), stress incontinence, urge incontinence, urgency, urinary frequency reproductive: dyspareunia, history of abnormal pap smear. Physical exam: gu: pain under the urethra, vaginal pain. On (B)(6), 2020, the patient presented for her removal of the obtryx vaginal sling, removal of vulvar mesh with exploration of the obturator space, urethral lysis, vaginal paravaginal, dissection and mesh removal from the deep obturator internus muscles, and anterior colporrhaphy procedure. During the surgery, scarring was noted from previous surgery, and dissection was required to remove the mesh from the right groin that was very deeply implanted and adherent to the pubic bone. The entire obtryx sling was removed. The procedure was completed with no patient complications. The patient was advised to minimize activity for first week: ambulate in house and minimal lifting/bending/squatting. Preoperative diagnoses included vaginal pain, pain during sexual activity, muscular groin and leg pain, and foreign material in the vagina. Along with the mentioned diagnoses, postoperative diagnoses noted urethral scarring. On (B)(6), 2020, the patient presented for a surgical follow-up. During the visit, it was noted that the patient appeared to be in good health and had no complaints. She denied any urinary leakage and her tissues had recovered. On (B)(6), 2022, the patient underwent transvaginal hysterectomy, right salpingectomy, sling urethropexy, enterocele repair, cystocele repair, rectocele repair, anterior colporrhaphy, posterior colporrhaphy, colpoperineorrhaphy and suprapubic tube procedure. No mesh was used in this surgery. The patient tolerated the procedure well and was transferred to the recovery room in excellent condition. Pre and postoperative diagnoses included uterine bleeding, uterine prolapse, genuine stress urinary incontinence, enterocele, cystocele, rectocele and absent perineum. Additional information received on july 19, 2023: on (B)(6), 2018, the patient presented with the complaints of uti (urinary tract infection) and blood in urine. Her uti was diagnosed two months prior and received four rounds of antibiotics, with the last being bactrim ds twice daily for seven days. She has a history of frequent urinary tract infections and her symptoms had gotten worse over the last year. She also reported that she felt like her bladder sling was poking her on the right side of her vaginal area. She noted an unpleasant odor, along with urine leakage and discharge. Furthermore, the patient had a microhematuria that was diagnosed three months ago. She reported having pain or burning sensation with urination but was not constant but denied having problems with urinating. Genitourinary past medical history noted during the visit: gross hematuria; and urinary tract infection, site not specified. Non-genitourinary past medical history: irritable bowel syndrome with constipation . Mild intermittent asthma, uncomplicated. Other pulmonary embolism without acute cor pulmonale. Phlebitis and thrombophlebitis of unspecified deep vessels of unspecified lower extremity. Review of systems: genitourinary: the patient reported incontinence and painful urination. She denied blood in urine. Genitourinary physical examination: vagina: moderate cystocele. No atrophy, stenosis, rectocele, and enterocele. Moderate discharge. No sling extravasation noted. Assessment: 1. Urinary tract infection, worsening. 2. Hematuria, microscopic, worsening. Plan: urine culture and sensitivity. The patient was scheduled to return after two weeks for cystoscopy and urinalysis. On (B)(6), 2018, the patient presented with recurrent utis. She reported experiencing dysuria, bladder pain, vaginal pain, and constant pelvic discomfort which made sitting difficult. Additionally, she had frequent gross hematuria, but was informed that her cystoscopy results were normal. Review of systems: genitourinary: positive for difficulty urinating, dyspareunia, pelvic pain, vaginal discharge and vaginal pain. Negative for decreased urine volume, dysuria, enuresis, flank pain, frequency, genital sores, hematuria, menstrual problem, urgency and vaginal bleeding. Physical exam: genitourinary: moderate tone pelvic floor but no ttp (thrombotic thrombocytopenic purpura) of la +ttp of sling, particularly in the right insertion into the obturator. Assessment and plan: 1. Possible acute cystitis. Urine sent for c&s (culture and sensitivity). 2. Acute vaginitis - likely. Women's health panel collected. 3. Prior sling - definite ttp along sling, especially where it inserts into the obturators. Patient wants sling removal. Scheduled. She has previously experienced dvt/pe dvt (deep vein thrombosis)/pe (pulmonary embolism) several months after her sling was placed. As a precautionary measure, postoperative prophylaxis with lovenox was planned.

Manufacturer narrative:
(B)(4). The voluntary user medwatch number is mw5082893. The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx curved single system device was implanted during a transobturator tape procedure performed on (B)(6) 2007. According to the complainant, three months after the device was implanted, the patient was hospitalized with deep vein thrombosis that turned into bilateral pulmonary embolism and she nearly died. Reportedly, for ten years, the patient manifested chronic health issues including immune problems, pelvic and abdominal pain, and irritable bowel syndrome. Additionally, the patient underwent many tests which indicated her symptoms were related to her body's immune response to the mesh and the mesh had been shrinking and tightening. On (B)(6) 2018, the mesh was partially removed from the patient. She reports she now has almost complete incontinence and anticipates needing additional surgeries in the future. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.